Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported bent cannula and hospitalization for dka (diabetic ketoacidosis). Lot release records were reviewed and the product lot met all acceptance criteria. Model: ust400 14421-aw rev h 01/16. The omnipods user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises the easiest and most reliable way to avoid dka is by checking your blood glucose at least 46 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
Patient went to the hospital. Patients blood glucose level read high" (>500 mg/dl) and the cannula was reported as bent. Patient was diagnosed with dka (diabetic ketoacidosis) and was treated with IV insulin drip. Pod was worn longer than 48 hours. Pod was removed and disposed of at the hospital.